Manufacturer narrative:
Voluntary medwatch MDR report #: mw5151272.

Event description:
Voluntary medwatch form received notes that the patient's right ventricular (rv) lead had oversensing and low pacing impedance. Additionally, the rv lead was found to be broken. The physician elected to explant and replace the rv lead. No additional adverse patient effects were reported.